Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states reports that a journey ii knee was revised secondary to instability. The primary surgery was done in august 2016. The first revision was done in august 2018. The second revision was done also due to instability in september 2020 (report number: 1020279-2020-05132). No medical documentation has been provided for this investigation. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.internal complaint reference number: case-2020-00021734-1

Event description:
It was reported that a patient underwent a primary knee on (B)(6) 2016 and was revised for instability on (B)(6) 2018, changing from a 12mm to 14mm bcs insert.